Event description:
On (B)(6) 2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint as part of the fortiva appear study. On an unknown date, the patient underwent a bilateral breast surgical procedure with implantation of two fortiva® grafts. On (B)(6) 2021, the patient reported she felt the dermal matrix fold and it was visible through clothing. On (B)(6) 2021, the patient underwent a bilateral revision procedure. The folds in the graft that were palpable were excised. This report is associated with the serial ID that was implanted on the right side. The graft that was implanted on the left side is associated with MFR report #: 3002924436-2022-00013.

Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available,a follow-up report will be submitted.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot pd18440001. One departure from standard operating procedures was noted during the records re-review for the lot; power failure. The departure did not affect the quality of the product. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 29 fortiva dermal grafts from lot pd18440001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Per rti germany's medical assessment, the adverse event is associated with a source or event extrinsic to the fortiva implant.

Event description:
Additional information was provided to rti germany which indicated the following: on (B)(6) 2020, the patient underwent a bilateral breast reconstruction post-mastectomy with nipple conserving inframammary. Two fortiva dermal grafts were implanted along with two silicone implants. Four drains were placed that remained indwelling. On (B)(6) 2020, the four drains were removed. On (B)(6) 2020, the patient returned for follow-up. Upon examination, she was noted to have a crease present in both breasts. No intervention was performed. This report is associated with the serial ID that was implanted on the right side. The graft that was implanted on the left side is associated with MFR record #: 3002924436-2022-00013.